Manufacturer narrative:
This device is 510k exempt. Evaluation summary: it was caused due to an excessive force applied on the brush during inserting and withdrawing in the channel. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. We received a product complaint from our customer that is using the cs6021t single-use brush. The reason for the complaint is that they have repeatedly had problems with brushes from lot# 0021040. The three-brush end gets loose upon puling the brush through the channel. It does not depend on the endoscope type or channel diameter, they first discovered this upon pre-cleaning a colonoscope. They had a case in which the absence of the brush part was not noticed (writer?ls note: the brush end most likely dropped off upon the last pass after which it was directly discarded); the endoscope underwent a cleaning /disinfection process and was used, the brush still inside the suction channel. As the brush was obviously not stuck in the insertion tube part and the suction was functioning it was not noticed; the cssd nurse discovered it upon the next pre-cleaning procedure as the scope was returned to re-processing.